Event description:
A report was received that the patient was having difficulty charging the ipg due to migration. The patient underwent a revision procedure wherein the ipg was flattened out in the pocket. The patient was reportedly doing well postoperatively.